Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the l-arm dowel pin and rotation label. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the tube assembly on the 9600+ system is stuck in the lateral position. It was noted that the motor was running, but the tube was not moving. There was no report of pt injury.